Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) attended in-clinic to perform a stress test and received an inappropriate shock during the test. It was mentioned there was no boston scientific representative or rhythmologist present with the patient at the time, therefore, the device was not interrogated during the test. The reason for the stress test was to evaluate the cardiac function of the patient to know if the patient would be able to have a thorax operation due to cancer. Technical services (ts) reviewed the episode and discussed there was a tachycardia with wide r-wave and double detection due to large r-wave or high t-waves. The shock successfully terminated the arrhythmia. Ts discussed programming options. The s-ICD remains in service. No additional adverse patient effects were reported.